Event description:
It was reported that the user experienced a low blood glucose event while using the system with a freestyle libre 3 plus cgm, with a lowest cgm value of 66 mg/dl and a glucometer confirmation of 78 mg/dl, after prior hyperglycemia and self-reported overcorrection; the user treated with orange juice and glucose levels recovered to 85 mg/dl by the end of the call. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.